Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient presented with swelling and chronic purulent drainage which tested positive for methicillin-resistant staphylococcus aureus (mrsa). The recipient was prescribed IV antibiotics, however, the issue did not resolve. The decision was then made to explant the device. In addition to explanting the device, the recipient also underwent debridement of the right mastoid. The recipient's infection has now resolved. This is the final report.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed along the lead prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. (B)(4).

Event description:
The recipient reportedly experienced an infection. The recipient's device was explanted. The recipient will be reimplanted at a later date. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.